Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed system error 345 while running an infusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause of the condition was determined to be the failed upstream sensor. The upstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity) while running an infusion. No additional information is available.